Manufacturer narrative:
"An attempt to reproduce the reported event using guardian - software version 1.4.0 installed on iphone se ios 17.2 with a transmitter was conducted and confirmed the issue was reproduced. The software did not successfully adhere to the specified requirements and did not performed in accordance with the expectations specified in the software requirements specifications 10967806doc version f. After conducting an investigation, we have identified that the keychain used the default access group, and as a result both app shared the keychain group. The latest installed application (zeus/simplera) clears the previously installed app's (simplera/zeus) data in the keychain access group which causes the issue and prevents further app usage. Looks like this issue happened because simplera or guardian connect app was installed and launched together with guardian app. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: prioritize using the guardian app from medtronic. The issue will be resolved in the upcoming guardian app releases. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case as per t/s outcome statement -the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Instructions were provided to resolve the issue, no escalation required.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an an unresponsive guardian application. The customer reported no adverse events. The event involved product(s) mmt-6101. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Instructions were provided to resolve the issue, but the issue was not resolved, escalated, and raised a jiira ticket. No harm requiring medical intervention was reported. No product return is required for mmt-6101.